Event description:
A falsely elevated glucose result was obtained on a patient sample. The sample was repeated and a lower result was obtained. The lower result was also confirmed on an alternate analyzer. The initial result was not reported to the physician. Patient treatment was not prescribed or altered. There was no report of any adverse health consequences as a result of the falsely elevated glucose result.

Manufacturer narrative:
The probable cause of the falsely elevated glucose result is instrument issues with the fluidics. A siemens healthcare diagnostics field service representative was sent to the account to correct the problem. The instrument is now performing within specifications. No further evaluation of the device is required.